Manufacturer narrative:
(B)(4). Batch # n5599e. Photographic analysis: pictured received shows a cs40g device on the blister, the cartridge reload is loaded on the device, staples protruding can be seen on the cartridge. Based on the photo alone the event describe is confirmed. The analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was a received with only 33 staples present, all protruding, with the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the staples were protruding. The nurse opened the packing, removed the staple retaining cap, and found that the staples were protruding. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.